Manufacturer narrative:
The fse replaced the air valve and still received an error code message of air valve liftoff failure; therefore, the customer decided to retire the equipment, as they lost confidence in the device based on this experience. The fse re-opened the service work order to document this action.

Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The manufacture's field service engineering (fse) was dispatched to the site and replaced the power supply and corrected the reported problem of ventilator would not power on. Days later, the unit gave error code message of air valve liftoff failure. The unit plugged in and the customer turned on the ventilator and it goes to air valve liftoff failure. There was no blower running in diagnostics. The battery shows charging but does not show that it is in use. The cooling tube fan comes on. Reportedly, the fse reported that the fans come on then stop with the blower. Air liftoff is 280 steps. There was no patient involvement reported.

Manufacturer narrative:
Failure investigation (fi) lab received two power supplies, sensor pcba, blower valve and the moog blower motor assemblies, and main pcba for evaluation. Visual inspection of the returned power supplies, sensor pcba, blower valve and the moog blower motor assemblies, and main pcba revealed no signs of damage or contamination. Fi technician tested all the return parts and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined due to no problem found.